Event description:
It was reported that during a procedure involving one nc euphora rx coronary balloon catheter, deflation difficulties were encountered. The balloon was inflated to 8-10atm in the mid left anterior descending (lad) artery and could not be deflated. The balloon was disconnected from the syringe and the balloon was removed from the patient through the guide catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned for evaluation. Upon return of the device, the balloon was observed to be partially inflated and contrast was visible within the balloon. The balloon was inflated to 8 atms, and deflation took >20 seconds for full deflation. The proximal balloon bond and inflation lumen showed evidence of necking. No other deformation evident on the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.